Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 336 mg/dl at the time of incident and current blood glucose was 412 mg/dl. Customer report customer does not allege pump was under delivering. The customer report that there was no leak and air bubble in the tubing length. Customer reports insulin exited at the quick release. The customer performed high pressure test and test result was on. The customer was treated with manual injection. The insulin pump will not be returned for analysis.